Event description:
The customer reported that the speaker was damaged on the intellivue x3. It is unknown whether sound was still coming from the device. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The field service engineer (fse) went onsite and the cause of the reported problem was the speaker. The fse replaced the speaker to resolve the issue. The device was operational after repairs were completed.